Event description:
It was reported during a total hip procedure with settings at 10 and 10, the insulation began to peel back. There were no pt consequences.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the manufacturer for the time period (B)(4) 2010 through (B)(4) 2012. After decontamination and cleaning of the returned ext shafts for the plasmablade ext device visual inspection of the device noted that the distal eng of the long shaft was frayed/peeled back. It appeared that the distal end of the insulation and proximal end of the electrode may have contacted some anatomies during use which may resulted in the shaft insulation to peel back. The root cause of the failure was due to the distal insulation pushed back during use which induced the insulation to peel back or split. End of report.